Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was clarified that the neurostimulator was the "puck" that feels more predominant after the fall. The patient met with the physician's assistant. The cause was not determined. Trigger point injections were ordered, and the patient still had pain. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported pain at the neurostimulator site since a couple months ago. Patient said pain is still there after neurostimulator was turned off. Patient stated the "puck" is more predominant than before, meaning the patient can feel it more than before. Patient said they fell first part of (B)(6) 2024, their right knee gave out while kneeling. Technical services(ts) reviewed with patient that since sensation is still there with therapy off, then issue is medical in nature and that he would need to see their managing doctor to investigate further.